Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 118 mg/dl. During a systems check with tandem technical support (cts) it was discovered that insulin was being reused. Cts educated customer on cartridge/insulin labeling. Reportedly, the customer changed pump supplies to address the issue.